Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 280 mg/dl with polyuria, polydypsia and small ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. It was determined by cts that a change in physical activity level without adjustments to insulin regimen, change in stress level and the customer stated the condition/illness caused the bg excursion. It was also determined that the basal/temp basal settings were incorrectly programmed. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the last basal delivery and the last bolus delivery were on 06/03/2015. The black box showed a manual date change from 06/01/2015 14:39 to 06/02/2015 14:40. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during 24hr duration testing. A 10u audio bolus and a 10u normal bolus were successfully performed and fully delivered. There was no hypersensitivity to the buttons on the keypad. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked.